Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "lo" (less than 20mg/dl) on their blood glucose meter. The consumer performed another test using the same lot # of strips but a different meter getting a result of 155 mg/dl. Within a 10 minute time period the difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.